Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported two patients who have presented with sudden loss of vision and hyphema in the anterior chamber after having a micro-stent device implanted. Additional information was requested. There are two medical device reports associated with this report. This report is for the second patient.

Manufacturer narrative:
(B)(4).